Event description:
A cartridge alarm was reported by the caller, with no adverse impact on the customer's blood glucose level. Technical support confirmed the occurrence of alarms with consecutive cartridges and decided to replace the pump. The customer did not have a backup method for insulin delivery, so they were advised to contact their healthcare provider. A replacement pump with updated software was sent to the customer, who was instructed to put the old pump into storage mode and return it using a provided return box and pre-paid label within 10 days. The customer was also informed about setting up pump settings and connecting their continuous glucose monitor to the replacement device. They understood and acknowledged all instructions.